Event description:
It was reported that a patient underwent an urology procedure on in 2026 and suture was used. During the procedure, it was reported to the sales rep that during an unknown urology procedure that the tip of the needle broke off in the skin. The fragment was recovered but not saved. There were no adverse consequences for the patient. No device returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - was the needle piece retrieved during the same procedure? If not, please explain. - what measures were taken to retrieve the broken piece? - please provide the product code and lot number. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The needle piece was searched for in the room and an x-ray was taken and read by a radiologist who confirmed there was no retained material. The needle too was not found. The product lot numbers were not saved/reported (please refer to the attached mail)- provided the information contained in the complaint. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.